Manufacturer narrative:
(B)(4). Batch # t5az6a. A manufacturing record evaluation was performed for the finished device and no non-conformance's were identified. Additional information received: the device was used the third stapling of feea. There was no bleeding. The surgeon finished the operation without changing the technique. The patient is stable.

Event description:
It was reported that during a semi-open unknown procedure, the staples at the middle part of the cartridge were unformed at the 3rd firing. The cartridge color was blue. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # t5az6a. Investigation summary: the analysis found that one pcee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.